Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed. All available information was presented for a medical review on (B)(4) 2013. The fracture was confirmed however a root cause could not be determined. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient present to ER with a peri prosthetic fx of an accolade bipolar which was performed approximately a year ago. The surgeon planned to remove the stem and bipolar and perform a total hip. The surgeon chose to use the restoration modular stem in order to bypass the fracture. The surgeon performed the revision through the posterior approach. He carefully removed the component. Applies 2 dall miles cables. He proceeded to ream the acetabulum and implant a cluster cup with a screw and liner. He then proceeded to do a restoration modular per surgical protocol. He trailed and implanted the final implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was sent to pathology per or protocol. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Patient present to e.r. With a peri prosthetic fx of an accolade bipolar which was performed approximately a year ago. The surgeon planned to remove the stem and bipolar and perform a total hip. The surgeon chose to use the restoration modular stem in order to bypass the fracture. The surgeon performed the revision through the posterior approach. He carefully removed the component. Applies 2 dall miles cables. He proceeded to ream the acetabulum and implant a cluster cup with a screw and liner. He then proceeded to do a restoration modular per surgical protocol. He trailed and implanted the final implants.